Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage noted on the device. During analysis, the reported issue was able to be duplicated. The pump exhibited a red screen and error 45639 followed. It was noted that the printed wire assembly (pwa) board was faulty and was the cause of the reported issue. Service will replace the faulty pwa board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that during bench testing of this smiths medical cadd solis vip pump, the pump exhibited ec45639. No patient involvement.